Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer fractured during glenoid preparation. The surgery was completed without incident. There was no patient harm or impact reported. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as the returned device's cutting feature is cracked. The material hardness is conforming to print specification. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.